Event description:
This rv lead was implanted on (B)(6)2009. A call to technical services on (B)(6)2011 reports patient was in mva. Clinician was concerned that there was a lack of capture. Patient was observed overnight and noted several instances of lack of pacing. Noted this on surface ECG. Unable to reproduce this in clinic. Could not rule out sensing issue and did not want to program doo because patient has a lot of pac's. Clinician, dr.(B)(6) , elected to explant this device today. Patient was not symptomatic during the pauses in pacing. Implanted new rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).